Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006.

Event description:
The patient reported that the lead broke. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.